Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a mildly tortuous and severely calcified vessel in the limb. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.